Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device noted it was fully clip deployed with blood present in the device. The clip was not returned. The thumb advancer had been deployed, locked and had not been retracted. The report of difficult or resistance during device removal with the thumb advancer being deployed and locked is not consistent with the starclose se instructions for use (IFU) which states that if resistance is met upon removal of the device after clip deployment, use of the two access ports will facilitate release of the locking mechanism on the thumb advancer. After the access ports are used, retract the thumb advancer as far proximal as possible, then slide the safety release to collapse the locator wings and reset the plunger. Failure to follow the IFU can increase the forces applied onto the vessel locator wings and can contribute to a difficult removal of the device. In this case, the reported use of the proximal release button may have been the referenced use of the release mechanism without retracting the thumb advancer. The analysis also noted the vessel locators were severely bent. During testing, the vessel locator mechanism operated normally; however, due to the bend in the locator wings, the wings were prevented from fully collapsing during testing. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. The bent locators indicate compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment. This creates distal forces resulting in bending of the locator wings and subsequently created resistance during device removal. Bending of the vessel locators during thumb advancement can also prevent the locator wings from collapsing into the tubeset at clip deployment. This is consistent with the report event as the bent locator wings can interfere with clip deployment. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency. To assure all devices perform according to specification, during manufacturing each device is inspected and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported an arteriotomy closure of the common femoral artery was attempted using the starclose se clip after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove. Although the device release mechanism was utilized to facilitate device removal in accordance with the instructions for use, the device had to be pulled out. Upon removal of the device, it was noted that the wings had not retracted. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.